Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs, punctured abdominal wall"), the first episode of device dislocation ("perforation of organs, punctured abdominal wall") and the second episode of device dislocation ("migration of the implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), the first episode of device dislocation (serious criteria medically significant and clinically significant/intervention required), the second episode of device dislocation (serious criteria medically significant and clinically significant/intervention required), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2015), surgery (hysterectomy, essure removed on (B)(6) 2015) and surgery (hysterectomy, essure removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, first episode of device dislocation, second episode of device dislocation, weight increased and pelvic pain outcome was unknown. The reporter considered uterine perforation, the first episode of device dislocation, the second episode of device dislocation, weight increased and pelvic pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs, punctured abdominal wall and migration of the implant. A hysterectomy was performed. She had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. Uterine/fallopian perforation and device migration with essure may occur, most often during insertion. In this case, the exact date and mechanism of the events were not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs, punctured abdominal wall and migration of the implant. A hysterectomy was performed. She had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. Uterine/fallopian perforation and device migration with essure may occur, most often during insertion. In this case, the exact date and mechanism of the events were not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.